Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 36 mg/dl at the time of the incident. The customer was at 232 mg/dl at the time of the call. The customer was given d50 to treat. The customer experienced symptoms such as confusion. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The customer stated that the pump did not alert them on their low and over delivered insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and delivery accuracy tests.